Manufacturer narrative:
Block b3: date of event unknown. Approximated 1 month after of (B)(6) 2023.

Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device. Imaging taken in the field was taken however the results are unavailable. The physicians assessment was that the left lead was initially placed sub-optimally in the deep brain target receiving minimal tremor control. The patient underwent a procedure where the left dbs lead was replaced with another of the same device. Physical analysis of the dbs lead was not performed as it was retained by the facility and the patient did well post-operatively.